Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found the reported phenomenon and also found that as the result of a component analysis of the collected foreign objects, the component of the brown foreign object was polyurethane, the component of the transparent foreign object was nylon, and the component of the fibrous foreign object was cellulose. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the investigation result, omsc could not conclusively determined the exact cause of the reported phenomenon and the origin of the subject foreign objects. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) found that there were multiple foreign objects (brown, transparent, and fibrous) inside the air/water nozzle and the air/water nozzle was clogged with these foreign objects. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.